Manufacturer narrative:
(B)(4). The supplemental report was created to correct he hospitalization and auto mode information.

Event description:
The supplemental report was created to correct the customer was hospitalized on (B)(6) 2019 due to high blood glucose of 500 mg/dl. The customer also states the auto mode was active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they went to hospital for the hyperglycemia. The customer blood glucose level was 470 mg/dl. Customer stated that his son in law took the battery out because it was beeping but now the auto mode was off. Customer was on his way the hospital when he began experiencing issues. The insulin pump will not be returned for analysis.